Event description:
Glucose sensor freestyle libre 14 day (57599-0001-01) packages are not sealed. Most recent lot 11201121p. Same problem with the glucose sensor freestyle libre 2 (57599-0800-00 lot 5192976). Contents are ex11osed, increasing risk of loss and contamination.